Event description:
During priming of the oxygenator circuit, the perfusionist noticed a fluid leak at the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement. The bypass procedure was completed without incident using another oxygenator.